Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failure was the valve manifold sticking. Additional malfunction for this device; the alarm would not function due to a defective power switch.